Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim. It was reported that the rep said they were in a lead revision case, the first neurostimulator gave bad impedances, rep opened another 97800 neurostimulator and that tested with bad impedance as well. 0 - 1 & 2(4k) , c3 was less than 2k ohms 1 - all greater than 4k ohms 2 - all were out except case 3 1 & 2 over 4k ohms. Rep programmed 0 & 2(prog#3) and he got motor response under 1 ma. Rep said the ens confirmed good impedance, and stimulation with j-hook got the same motor response with similar amplitude. Rep said the healthcare provider(hcp) had wiped the lead and reinserted 4 times. Technical services(ts) told rep that impedance was likely temporary given that there was motor response at low amplitude. Additional information received stated that the rep knew about the revision on 10/14/2024 - new notified date. Impedance normalized in post-opt.

Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name surescan; product ID 978b128 (lot: va2ln27); product type: 0200-lead; implant date: (B)(6) 2022; explant date: (B)(6) 2024. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID 978b128, lot# va2ln27, implanted: (B)(6) 2022, explanted: (B)(6) 2024, product type lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a manufacturer representative (rep). The rep reported that the cause of the bad impedances from the stimulator/lead not determined. It was reported that the issue was resolved.